Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although foreign material was observed, the specific material and why it remained in the device could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 (preparation and inspection) reprocessing manual: chapter 5 (reprocessing the endoscope) this supplemental report includes information added to b5 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the scope plate was deformed, water tightness was lost due to a pinhole on the air/water tube, the adhesive around the light guide lens was chipped, and the bending section cover adhesive was detached. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis exera iii gastrointestinal videoscope was not correct. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign material in the jet tube. The report is being submitted due to foreign material in the scope found during evaluation.